Event description:
It was reported that, during a cori-assisted tka surgery, the cori console gave a drill unread error at beginning of the case. They were able to unplug and replug the drill to proceed with the procedure. The tracker frame was not fully engaged during this unread error, but after they exited the case, attached the tracker frame properly and then came back into the case, this error was resolved. Once femoral cutting and visualization step was complete, they moved to tibial cutting screen. During the transition from femoral visualization to tibial, the system brought up a warning stating "internal error": the system has detected that the application unexpectedly exited. They were not able to proceed with the real intelligence cori for the remainder of the case. The procedure was completed with manual instrumentations without significant delays (fewer than 30 minutes). The patient was not harmed.

Manufacturer narrative:
Section h10: the cori console p/n rob10024 (B)(6) used in treatment was returned for evaluation. The reported complaint was not visually or functionally confirmed. The software files were downloaded from the device and provided for investigation. The user received a non-recoverable error, ¿communication failure,¿ in the ¿cut tibia¿ state. The user is prompted to quit intra-op, which results in the ¿internal error¿ message displayed. When the intra-op encounters a non-recoverable error, it requests the user to quit the application, but still displays the ¿internal error¿ message to the user. The ¿internal error¿ message prompted after a non-recoverable error is programmed to be displayed to the user and is not a software issue. N the event of a system failure, refer to the recovery procedure guidelines in the cori user¿s manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time. Internal complaint reference number: (B)(4).